Event description:
It was reported that the fluid discard cable has snapped off and part of the connector is stuck in the port. There was unknown patient involvement and no patient harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. No findings were present in the visual inspection. A functional test was done in accordance to (B)(4). The issue can be confirmed. New discard cable and a new pump were replaced. Device is working as expected. Electric safety and functional test passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
One device was returned for evaluation. Functional testing was performed. No visual testing performed. The customer's reported problems was confirmed. The root cause is unknown. New discard cable was placed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.